Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported helix anomaly was confirmed in the laboratory. As rec'd, the helix was found extended from the helix housing. The helix could be fully retracted within 17 full rotational turns and extended within 13 full rotational turns. During this time, however, the helix would not smoothly extend or retract and an audible clicking sound was heard. After the lead was stretched and relaxed, normal helix function was observed. The helix could be extended within 6 rotational turns and retracted within 7 rotational turns. X-ray examination of the distal and proximal end of the lead revealed no signs of over-torque or damages to the connector pins. After careful disassembly of the lead, no visual anomaly was found that could cause or adequately explain the inability to smoothly actuate the lead. Electrical tests performed on the lead showed normal electrical characteristics. No lead conductor issues were found throughout testing. Although we accurately confirmed the reason for return, the underlying cause of the reported field event could not be conclusively determined.

Event description:
It was reported that during the procedure, the 7120q was positioned once but the physician attempted the helix retraction for better placement. However, the helix was found to be not retractable due to strong resistance. It seemed that torque was stuck in the middle and not transmitted to the helix. The physician suspected the structural defect.